Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a severe high blood glucose event with nausea, dizziness, and a brief loss of consciousness while using the device, with no specific device problem or component implicated. Symptoms included hyperglycemia, loss of consciousness, dizziness, and nausea. Outcomes included insufficient information regarding longer-term health impact. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed no findings available, and no medical device problem or component issue was identified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.